Event description:
It was reported that the ventricular lead had a history of noise. During a pulse generator change out procedure, the lead exhibited loss of capture. The lead also exhibited a crack on the insulation. The lead was capped and replaced. No patient issues were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.